Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced leakage from the tubing. The following information was provided by the initial reporter: material no: 383531, batch no: 0092261. The tubing leaks blood or IV fluid. It is impossible to tell that tubing is defective until inserted into the patient. It results in another IV insertion for the patient.